Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. The root cause of the insufficient fresh gas flow is undetermined. There were no technical errors in the logs, and inspection of the device did not indicate any malfunctions. The recruitment maneuvers performed during the case, occlusion in endotracheal tube, or some unknown patient-related cause likely resulted in the temporary desaturation.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient was connected to an avance cs2 when it was alleged that the patients oxygen saturation level dropped to 60%. It was reported that medical treatment was given and the saturation level returned to normal. There was no patient injury. Ge healthcare will submit a follow-up report when the investigation has been completed.